Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, the sutures of the first proglide were pre-placed. The guide wire was reinserted and a second proglide device was deployed. When the second proglide device was being removed, the suture was stretched, and there was difficulty to remove the second proglide. Therefore, the sutures of the first and second proglide devices were cut. The second proglide device was removed, and the sutures were also removed. The physician inferred that the suture of the first proglide device was caught on the second proglide device. The physician commented that when the proglide device was removed, there was difficulty to remove the suture from o-ring of the second proglide device. The guide wire was reinserted, and the sutures of two additional proglides were successfully pre-placed. The sheath was upsized to a 12f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported device damaged by another device could not be confirmed, nor could be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulty could not be determined. The subsequent treatments are related to circumstances of the procedure. In this case, it is likely the needles of the second device went through the loop of the pre close sutures of the first device. It is probable that the suture loop of the first device were left with excess slack or the rotation angle of the first or second device was insufficient or matched that of the other device. Additionally, anatomical interference with either device during placement may have caused interaction between devices. However, these could not be confirmed there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.